Event description:
It was reported that this patient with a pacemaker experienced syncopal episodes during previous weeks. The pacemaker was interrogated and several episodes were stored. No ventricular arrhythmias were found but several atrial and ventricular functional undersensing was observed. Also atrial tachy response (atr) episodes were observed, and it was noted that they were from sinus tachycardia. The patient was refered to cardiology so symptoms could be evaluated and device operation could be confirmed. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.